Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback. Facility staff attributed the high venous pressure alarm to problems with the patient's access. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high venous pressure alarm occurred at the start of a routine hemodialysis treatment. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.